Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. According to the analysis of ft-ir of the black foreign matter, omsc confirmed that its peaks closely resembled lipids or algae. The black foreign matter was not elastic and easily cracked. The exact cause of the reported event could not be conclusively determined. Omsc considered that the black foreign matter is not derived from the endoscope. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device had been reprocessed with a non-olympus automated endoscope reprocessor, advanced sterilization products endoclens. After the reprocessing, the user found that the black foreign material remained in the cleaning tank of the end client. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.